Manufacturer narrative:
The log file analysis revealed that - after a successfully provided pre-use check in the morning and unremarkable first 90 minutes of procedure, the device detected an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation including dosage of volatile anesthetics remain possible in this state. The user rebooted the device which restored the complete functionality. The case could be continued in automatic ventilation; no patient consequences have occurred. The suspected pcb has been replaced as a precautionary measure. The device passed all consecutive tests and was released for service on patients with no further problems reported since then. The old board has been placed into a lab device and underwent a 10-day endurance run with alternating ventilation parameter sets and daily pre-use checks performed. The component exhibited no failures and was working according to specifications. The general issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did never result in any finding. The fact that the involved pcb is used in another functional unit of the entire device without showing similar symptoms makes a design problem rather unlikely and points instead to an external source. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to (B)(4).

Event description:
.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device failed during use on a patient, who had to be bagged manually. The device generated an alarm. There was no patient injury reported.